Event description:
The product was evaluated. An external visual inspection was performed and failed due to senor wire detached. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(6) a4 weight - correction a4 weight unit - no change b5 describe event or problem - additional information d9 device returned to MFR - additional information d9 date device returned - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/correction/device evaluation h3 device evaluated by mfg - additional information h3 evaluation included - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h10 corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.